Event description:
Children's medical ventures (chmv) received a complaint report from a health care professional in association with a bilichek device. This investigation has been initiated due to the allegation of a bilichek unit giving incorrect readings which contributed to the hospitalization of 4 infants.

Manufacturer narrative:
(B)(4): the complaint issue alleged by the customer was not able to be confirmed because the device was not returned to the manufacturer for evaluation. The complaint is still under investigation.